Manufacturer narrative:
The pump exchange referenced in this section was reported in medwatch MFR. Report # 2916596-2016-00615. (B)(4). Approximate age of device ¿ 7 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced a change in urine color from the previous day. The patient's lactate dehydrogenase (ldh) was 925 u/l. The patient was admitted into the hospital due to the elevated ldh and clinical signs of thrombosis. Heparin and milrinone infusions were initiated. The patient remained in the hospital until receiving a heart transplant on (B)(6) 2016.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was disposed of at the user facility. A correlation between the device and the elevated ldh and suspected thrombus could not be conclusively determined as the device was not returned for evaluation. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.